Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement..

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8300 error message. Account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: noa had an error message "remove attached module, max =1) etco2 sn (B)(4). Case resolution: verified the number of attached modules with noa. There were 2 etco2 module attached at the time. Another etco2 sn (B)(4). Informed noa only 1 etco2 module can be used at a time with pcu. Noe removed 1 of the modules and the problem was corrected. (B)(4).